Event description:
The customer reported a conflicting results with the ID now covid-19 assay performed on (B)(6) 2022 on an unknown sample. The first test conducted generated a positive result. Repeat testing was performed and generated a negative result. The customer stated the patient was asymptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.